Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The control board of the cooling system, which is responsible for cooling the x-ray tube, had a defect. This led to the error message "no x-ray, tube too hot!" Being issued on site and further x-ray radiation being blocked. Normally, this error message is based on a protective function that prevents the x-ray tube from overheating and possible damage. In the given case, however, it was a concrete defect of the control board, which can only be eliminated by replacing the affected part. The service technician replaced the board in question. After that, the system ran without errors again. The occurrence rate of the error pattern and the spare parts consumption of the affected part were checked. A possible error accumulation or even a systematic error, which would lead to a corrective measure of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, an error message "tube hot" was displayed to the user. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).